Event description:
On (B)(6) 2013, the pt was receiving home chemo infusion per curlin pump as initiated at (B)(6). The pump began beeping and displaying an error message. The infusion stopped for an hour until the situation was resolved. The pt called the pump company and was told that the pump would have to be replaced. The pt was unable to go to the clinic to have the pump replaced and decided to call home care agency nurse. The nurse made a visit to reset the pump and the infusion was able to be resumed. The pt reported that the same error happened 2-3 times later during infusion but he was able to reset the pump and continue the infusion. Chemo was completed without adverse effect. The pt's md was notified and the pt instructed to request a new pump from northwestern for next chemo infusion. The pt verbalized understanding and switched out his pump at the (B)(6). Medication: fluorouracil intravenous solution 500 mg/10ml 250 ml 5,785mg in 250cc nac1 over 46 hours. On (B)(6) 2013, a call placed to (B)(6) at FDA medwatch re this incident, medical device not working properly and this rn was referred to the medwatch web site for voluntary reporting. Cancer of colon and liver.